Manufacturer narrative:
Other relevant components include product ID 8840(B)(4) product type programmer, physician device code (B)(4) no longer applies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via the representative reported the pump intentionally reached eos in 2011. There were no actions/interventions taken to resolve the eos. The issue had been resolved. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and failed back surgery syndrome. The pump contained fentanyl [0.5 mcg/ml] at a dose of 0.12 mcg/day and clonidine [0.3 mcg/ml] at a dose of 0.072 mcg/day. It was reported an alarm was heard and confirmed with telemetry. An alarm for end of service occurred. The representative was checking the pump after an MRI. The patient stated the pump had been alarming for ¿about 6 years¿. When the representative interrogated the pump, it stated that a terminal event occurred. No patient symptoms/complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.